Event description:
It was reported that during the procedure, the right ventricular lead was tight and would advance into the rv port after may attempts. The implantable cardioverter defibrillator was removed and replaced. The patient was in stable condition.